Event description:
It was reported the patient was not receiving effective pain relief from the scs system. It was determined the patient¿s lead had migrated. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced.